Event description:
It was reported that an unspecified number of bd veo¿ insulin syringe with bd ultra-fine 6mm needles experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: consumer reported seeing a "clear liquid" in syringes stated, when the air is pushed into vial prior to injection, a clear liquid comes out of the barrel, changing her insulin from "clear" to "cloudy". Stated, she is not comfortable taking her insulin because its "cloudy" stated, does not use syringe if see's "clear liquid." Lot: unknown catalog: 324911 date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020 . H.6. Investigation: customer returned (1) loose 1/2cc, 6mm syringe. Customer states that there is a clear liquid in her syringes. The returned syringe was tested and no material was observed in the barrel and no material came out of the cannula when the plunger rod was fully depressed. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringe with bd ultra-fine 6mm needles experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: consumer reported seeing a "clear liquid" in syringes stated, when the air is pushed into vial prior to injection, a clear liquid comes out of the barrel, changing her insulin from "clear" to "cloudy". Stated, she is not comfortable taking her insulin because its "cloudy" stated, does not use syringe if see's "clear liquid." Lot: unknown, catalog: 324911, date of event: unknown.